Event description:
It was reported that a spectrum wireless battery had fluid intrusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion (thus confirming the reported symptom) which caused the components to fail, and rendered the unit irreparable. The device was removed from service.